Manufacturer narrative:
A ge service representative discussed the reported issue with the customer by telephone. The customer stated that they were seeking a second inspection from the state, prior to any request for service. There was no additional information provided. If additional information is received we will report as required.

Event description:
A phycisist descrepancy was reported regarding the 9800 system .there was no report of patient injury.